Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and halo obtryx system were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrently with posterior and enterocele repairs, cysto, vaginal vault suspension due to stress urinary incontinence, rectocele, vaginal vault prolapse and enterocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.